Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for prosthesis failure-loosening of the tibial base plate. Event is not serious and is considered moderate. Event is definitely related to device and not related to procedure. Doi: (B)(6) 2017, doe: (B)(6) 2018, (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the reported device loosening is confirmed based on the x-ray image review. No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.